Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19feb2019. (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported an oxygen plant failure. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 25jul2019, date of report : 29jul2019. This pr was confirmed to be a duplicate of pr 8982242, MDR 2031642-2019-00950. The complaint details and information is captured there. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.